Event description:
During mfg testing, it was reported that a change in the c-arm image intensifier introduced in 2005 had impacted the distortion mapping process of the 9" calibration fixture (p/n 1007911-nav). The calibration fixture is used by the fluorotrak navigation application to register the x-ray image with respect to the pt's anatomy. This is the first time this issue has been reported, a pt was not involved, and no injury was reported. The concern is for the degradation of the navigation tracking accuracy within the surgical volume and the potential for pt injury during invasive procedures.

Event description:
We reported in our initial MDR that this issue affected only systems with the 9" calibration fixture. We have since discovered that the 12" calibration fixture (p/n 1003587-nav) is also affected. There has only been one affected 12" 9800 fluorotrak shipped. This site is being issued a customer safety communication, warning of this issue, and requesting them to discontinue use until a solution is installed.